Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call the sensor had inaccurate readings. The customer¿s blood glucose was 400mg/dl and the sensor glucose was 160mg/dl at the time of the incident. The customer's mother stated her sons sensor stopped working and she had to take it out early. The customer's mom wants a replacement for sensor. The sensor will be replaced.